Event description:
Additional information was received and was reported that the patient felt that ¿a previous MRI made their pump faulty¿.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had lost therapeutic effect. It was indicated that the patient was doing well on pump therapy for years but did not feel "his benefit was as great, lately". A catheter revision and pump function confirmation was planned on (B)(6) 2012 at 7pm. A programmed "purge" was attempted, however, it would not purge after multiple attempts. It was later confirmed that they were unable to purge old drug in the operating room (or) x2 attempts, and they were unable to aspirate the catheter. It was also indicated that the pump had only 26 months of life left. The pump and catheter was replaced. In addition, upon removal of the catheter, they noticed a black thick substance at the distal end of the catheter around the exit holes. It was reported that there was no patient injury. The drugs delivered via pump were compounded morphine and bupivacaine.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient was experiencing an increase in chronic pain. On (B)(6) 2015, a catheter dye study was done; the catheter was occluded. The catheter issue was noted to be in the distal/spinal segment. It was also noted that they were unable to aspirate the catheter. On (B)(6) 2012, a rotor study was done and the pump rotor was stalled and did not recover; the cause was unknown. The patient recovered without sequela following the pump and catheter replacement.

Manufacturer narrative:
(B)(4).